Event description:
The customer reported that the handle was broken and stripped. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced the flip flop handle and tested system. The system operates as intended.